Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Journal article did include several x-rays, but it is unknown if any of these belong to the patient's with the reported screw loosening. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained that reported a retrospective study of patients who underwent surgical treatment. The purpose of the study was to investigate the efficacy of the modified 15-mm minimally invasive approach with the conventional orif approach in the treatment of b3 radius fracture. The study reviewed 62 patients with b3 radius fractures including 31 patients undergoing the modified 15-mm incision minimally invasive approach with dvr anatomic volar plating system (m group) and 31 patients undergoing the conventional orif approach fixed with kirschner wires and placement of a locking plate (c group). All patients were operated on under locoregional anesthesia in the supine position using a pneumatic tourniquet. Follow-up was conducted at 1, 2, 3, 6, and 12 months after surgery. The study reported 2 patients of screw loosening within the m group, unknown what treatment was provided. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name - department of orthopaedics, wuxi ninth people¿s hospital affiliated to soochow university. E1: telephone - (B)(6). G2: foreign - the event occurred in china. G2: literature - liu j, zhao g, liu h, wang p, xue y, luo j, et al. Comparison of the therapeutic effects of modified 15-mm incision minimally invasive approach with the conventional approach in the treatment of ao 23-b3 distal radius fractures. Injury. 2025;56(11):112682 doi: https://doi.org/10.1016/j.injury.2025.112682 the customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.